Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 , the reporter contacted animas and reported a dim display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an error in treatment.